Manufacturer narrative:
Device evaluation anticipated upon product return from the customer

Event description:
As reported, issue occurred when the lilac guide on the guidewire insertion wire is broken and split on the endoreturn kit. It was noticed on preparation by scrub nurse. No use of this device in a patient; therefore, no injury.